Event description:
Physician reported right-side deflation. Patient additionally reported causing significant discomfort and gradually increasing pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the radius side assessed as surgical damage. Additional observations: crease flat observed on the device. White particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Physician reported right-side deflation. Patient additionally reported causing significant discomfort and gradually increasing pain. The device has been explanted and replaced.